Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
System lock up while the z6ms was connected. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to correct the date of event (see section b3), provide additional event information (see section b5), update the device available for evaluation (see section d10), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative. The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
Additional information was received and it was reported that while scanning the patient, the transducer displayed an error message stating that the device was overheating and "imaging has been suspended" message. The transducer also prompted a usacquisitionhw_40_0 error. No additional information was provided. Multiple attempts were made via email to obtain further information regarding the reported phenomenon and patient outcome but with no results.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see section h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: the failure mode was determined to be an image artifact (no system error). However, the root cause is unknown, as the defective part was scrapped before the complaint was submitted. No further investigation is available.